Event description:
It was reported in a pt's clinic notes that her implant was uncomfortable, especially when she sleeps at night. The pt had begun to leave her magnet on overnight for comfort. Furthermore, the pt stated she was having an increase in seizures, but it was difficult to say if she really was having more as she did not keep a seizure diary and there was no good baseline for comparison. The physician scheduled the pt for a battery replacement. Attempts for further info have been unsuccessful to date.